Event description:
Event description cpi received information that this patient was experiencing ventricular loss of capture with impedance >2500 ohms. At implant, the physician had tied down an extra suture on the lead to prevent bleeding at the vein sight. He stated that he believes that he created these issues by tying the suture too tightly. The lead was explanted and successfully replaced with another cpi lead.